Event description:
Co received the unit on november 4, 1996. Co inspected the unit and noticed that the power switch cable was not seated in the power receptacle. There was no indication of damage to the receptacle or cable. We re-inserted the cable and tested the power switch mechanism. The unit turned on and worked according to specifications. Co could not determine what caused the cable to come loose from the receptacle and could not duplicate the occurrence. Although the switch mechanism operated correctly after reinserting the cable, co replaced the switch assembly and power receptacle prior to returning the unit to the customer. From reviewing repair history and records, co shows this to be an isolated incident and the likelihood of this occurring again is rare. In addition, co sent field engineer to meet with the biomedical engineer who reported the device failure. In that meeting, he stated that when the anesthetist felt the pt was properly connected to the monitor and tried to turn the unit on, the unit failed to turn on. Other arrangements were made in regards to monitoring, and the pt sustained no injury due to this incident. After reviewing this info and the medical device reporting policy, co does not feel that this incident is reportable under the MDR requirements.